Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using the hickman cv catheter. 6 days post the procedure there was hole and leak noted in the catheter. There was no reported patient injury.